Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, after administering the first ablation treatment, the electrode was withdrawn. However, upon removing the electrode, approximately 2-3cm of insulation was found to be peeled at the distal tip. No fragments detached into the patient. Additionally, no other visible issues were identified with the electrode. The procedure was completed with another leveen needle electrode. Reportedly, a metal needle guide was used with the electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.